Event description:
Caller reports the patient tested 6.6 inr on the coaguchek xs system and >10 inr on a comparison lab. Coumadin was stopped based on device result. No adverse event reported. Requested return of suspect system, and replacement was sent.